Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Correction: (b5 ¿ describe event or problem) should be: it was reported, the reprocessor exhibited a yellow connector had a chip on the base. The issue occurred during reprocessing. There were no reports of delay, patient harm, injury, or death. Correction: (h6 ¿ medical device problem code) should be: 1135 - cracked. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been nine (9) years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's complaint/reportable malfunction was confirmed. Based on the investigation results, the yellow connector at reprocessing basin chipped, could not be identified. Could not conclusively specify root cause of the event. Presumably, from the investigation result that the connector was broken by hitting a hard object. However, a definitive root cause could not be established. The events can be detected and prevented in accordance with the following sections of the instructions for instructions for use: ¿chapter 3 inspection before use. 3.3 inspecting the connectors: check the following for each connector. The connector should be fixed firmly. The o-rings should be free of abnormalities such as cracks, tears, or dents. If any irregularity is found, do not use the equipment and contact olympus. Warning: do not use the equipment if any connector seems to be damaged or defective. Using the equipment when an irregularity has been detected may interfere with reprocessing. Furthermore, fluid leakage may damage peripheral devices or facilities near the equipment.¿ olympus will continue to monitor the field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the endoscope reprocessor connecting tube could not be connected to the channel. The issue occurred during reprocessing. There were no reports of patient harm.